Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: a review of the black box showed the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.15 unit ezcarb normal on (B)(6) 2017 at 18:41. The basal change history appeared to be inaccurate due to the user manually adjusting the units per hour at 08:00 from 0.125 units per hour to 0.1 units per hour on (B)(6) 2017. A basal edit not saved was recorded on (B)(6) 2017 at 18:37 and (B)(6) 2017 at 13:40 and 13:41 indicates the user attempted to edit the basal rate but did not select save. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a two unit per hour basal rate. At the end of testing the basal history correctly showed two units and total daily dose showed 48 units. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects were found. The pump was found to be delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. The history settings complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 365 mg/dl with large ketones associated with inaccurate delivery.reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient resumed the pump after replacement. Troubleshooting revealed that the basal history did not match the active basal program and the basal rate was adjusted by their health care provider. This report is made based on the allegation that the patient experienced hyperglycemia associated with inaccurate delivery of the pump.